Event description:
It was reported that a flipped pump was confirmed via x-ray. It was noted the health care provider (hcp) planned to manually manipulate the pump on (B)(6) 2014. The pump remained implanted at that time. The patient status at the time of the report was ¿alive no injury¿ and there were no patient symptoms or complications associated with this event. The pump system was being used to deliver baclofen. It was further reported that no resolution had yet been reached. It was later reported that the medication in the pump was lioresal. The patient called their hcp on (B)(6) 2013 stating the pump felt ¿loose¿. It was noted the hcp palpated the pump and thought it was ¿okay¿, and that the wound was healing well. The patient went for a refill on (B)(6) 2014 and could not be filled despite multiple attempts. The patient was sent for x-rays x2 which confirmed the pump had flipped. Then it was noted the patient went to the hcp on (B)(6) 2014 for a refill, and the hcp tried to flip the pump back, but could not flip it despite multiple attempts from multiple angles. Finally the hcp stood the pump up on its side and filled it while it sat at an angle. Then it was noted it flipped back upside down after the procedure. It was noted that the refill interval was 84 days from (B)(6) 2014. It was also noted the patient was doing fine and was receiving effective therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer representative (rep). The patient was receiving lioresal via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient had a flipped pump. The hcp had been able to refill the pump by manipulating it enough to access the septum. This was noted to be painful for the patient and the hcp would like to consider manually flipping it was sedation and imaging. A pocket revision was also being considered. It was noted the hcp would like to complete one of the two options before the patient's next refill in three months. The patient was noted to be "alive: no injury", however the issue was not resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 and it was reported that the patient called her managing physician and described a sudden increase in spasticity two days after her pump refill. She was currently living three hours south of her managing physician, so they recommended that the patient go to the hospital ER (emergency room). The patient had a confirmed pocket fill. The patient was admitted and was to have a pocket revision on (B)(6) 2017 to correct her flipped pump. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Recall, notification, and correction number z-1060-2011 are no longer applicable for this event. Product ID: 8709sc, serial# (B)(4), explanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 09-jun-2017 and it was reported that when the patient had arrived at the hospital, she stated she had increased spasticity with certain positions and complained of a headache that was not relieved when she was placed in a supine position. When the physician opened the pocket, it was full of fluid. According to the revising physician, the pump was confirmed to be flipped. The reporter was initially told that there was a possibility of a pocket fill. The scrub nurse aspirated 19 ml of drug from the pump. The pump had been filled with 20 ml of drug on 05-jun-2017. When the patient reported she was having withdrawal symptoms, they thought they may have done a pocket fill but the correct amount of drug was withdrawn from the pump. The pump was removed, the pocket revised, and the pump replaced in the pocket. The catheter was replaced. The physician then instructed the scrub nurse to do a reservoir rinse and replace the baclofen 2000 mcg/ml that was running at 591 mcg/day with 500 mcg/ml baclofen and run the pump at 50 mcg/day. The scrub nurse did that and filled the pump with 40 ml of 500 mcg/ml gablofen. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).